Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer woke up with blood glucose at 300 mg/dl then blood glucose went up to 551 mg/dl. Customer's blood glucose at time of call was 198 mg/dl. During troubleshooting, found the doctor had lowered the basal rates last month. Customer declined to complete troubleshooting. Customer will not be returning the device for analysis